Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal 6fr evolution device had not automatically deployed the tamping tube, the tube was manually pushed down. The following information was provided by the user facility: after the device was deployed the patient developed a small hematoma so the anti-coagulation was reversed and manual pressure was applied. The procedure finished without further issue and the patient is doing well. Estimated blood loss was reported to be less than 250 cc. It was reported that the patient is "ok" and doing well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no.2. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.